Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd¿ slip-tip syringes with attached needle plungers were difficult to push during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spoke with patient's daughter complaints that plunger on injection syringes are sometimes hard to push, states it occurs in about five syringes out of a month supply."

Event description:
It was reported that 5 bd¿ slip-tip syringes with attached needle plungers were difficult to push during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spoke with patient's daughter complaints that plunger on injection syringes are sometimes hard to push, states it occurs in about five syringes out of a month supply."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary . Two photos were received and evaluated. One photo displayed the graphic side of a blister package (p/n 309597) from batch #0150719. The second photo displayed a 1ml syringe with needle in its blister package with needle attached. An arrow pointing to the needle/tip connection was present. The connection did not appear to be irregular from the photo and no non-conformities were observed. Unused physical samples are needed to perform a more in-depth evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 5 bd¿ slip-tip syringes with attached needle plungers were difficult to push during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spoke with patient's daughter complaints that plunger on injection syringes are sometimes hard to push, states it occurs in about five syringes out of a month supply."